Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient was using the ilet and experienced issues related to meal announcements, including unannounced snacks and possible late meal entries, along with a device prompt to restart or reset that the patient followed, after which the system functioned as expected. Symptoms included no reported hypoglycemia, with time in range documented and no lows reported. Outcomes included routine use without hospitalization or medical intervention, and patient education on proper meal announcement timing and hypoglycemia treatment. Investigation included user interview and troubleshooting with education regarding meal announcements, alerts, and general device use. Investigation of this case revealed user-related factors, specifically missed and late meal announcements, and normal device function after the patient-performed restart. It was concluded that the event was attributable to use error related to meal announcement behavior rather than a device malfunction.